Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation, and as a result, the implantable system was explanted. Postoperatively, the patient is fine. The explanted devices will not be returned for analysis, as it was retained by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50, serial number: (B)(6), batch/lot number: 19007802, model/catalog description: artisan lead 50 cm, unique identifier (UDI) #: (B)(4).